Event description:
Mega 50cc iab catheters used at (B)(6) hosp have resulted in a "clotted-off central lumen". The cardiac assist territory group has begun an exploratory process with the account and are scheduled to go there on thursday. The doctor inserted the balloon pump catheter without difficulty. Later in the day three hours later, the a-line clotted and was not able to be used.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).